Event description:
The endoscopy support specialist (ess) reported to olympus, the customer insufficiently or incorrectly reprocessed the uretero-reno videoscope. The customer did not use the bw-400b single-use single-ended cleaning brush during manual brushing of instrument channels. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Proper training was provided on site. It was reported that the facility did not have nor use the bw-400b single-use single-ended cleaning brush, which is a requirement per the instruction for use (IFU) for this flexible endoscope. In service completed with endoscope suppor specialist and the IFU was followed during training. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff already provided training in the correct handling. The facility was provided with all information, as well as resources for ordering this accessory; superusers were reminded to work with staff so all are sufficiently trained; follow up in service to be scheduled when facility has appropriate brushes. The event can be prevented by following the instructions for use: "preventive measures are included in urf-v2/v2r reprocessing 5.2 preparing the equipment for reprocessing." Olympus will continue to monitor field performance for this device.